Manufacturer narrative:
Multiple attempts to gather imagery for this case was performed, but to date has not been forthcoming. Per the instructions for use (IFU), valve regurgitation and nonstructural dysfunction (in this case, non-functioning leaflet) are potential risks associated with the use of the valve bioprosthesis. In this particular case, the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed /assessed as images of the procedure were not made available to edwards for review. Without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed. A potential cause for this type of event is low placement of the valve (too ventricular), which could lead to overhanging leaflet, and reduced coaptation of the valve leaflets. While malposition cannot be confirmed for this case, the initial report stated that the placement of the second valve was 1/3 higher than the first valve, with resolution of regurgitation. This suggests the original valve may have been positioned too low for this patient¿s anatomy. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required at this time. Should additional information be received, this case will be reopened and investigated.

Event description:
As reported by the edwards clinical specialist, during the transaortic tavr procedure, the post deployment echocardiogram showed one of the sapien leaflets was not closing, resulting in severe central aortic insufficiency (cai). Per report, the valve had been positioned and deployed in a 50:50 position. Despite the post valve deployment severe central ai, the patient was stable. The patient had 2-3+ ar prior to procedure and she was able to tolerate the aortic insufficiency. Per report, the physicians believed that either one of the leaflets of the sapien valve leaflets was malfunctioning, or was being held open by native leaflet overhang. In order to troubleshoot, the physician attempted to "nudge" the leaflet with a pigtail catheter, but this was unsuccessful. It was then decided that a second valve would be placed via the transfemoral approach as the patient had adequate access. Once transfemoral access was obtained, a second 23mm sapien valve was deployed such that 1/3 of the second valve was above the first sapien valve, with an end result of trace pvl and zero central leak. The partial sternotomy was closed in typical surgical fashion. The transfemoral access site was closed percutaneously. There was a slight pinch in the vessel at the transfemoral access site, but there was flow and the physicians decided to leave it alone and monitor the access site. The patient was noted to have left the room in stable condition. Additional information provided in the report, indicated the patient's ejection fraction was 25-32%, the aortic valve was severely calcified, the aortic root was mildly calcified, the patient had mild septal hypertrophy, no mitral annular calcification (mac) and the sinotubular junction (stj) measured 27mm. Additionally, the image intensifier and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. However, a device history record (DHR) review for the valve was performed and all manufacturer's specifications were met prior to release for distribution. Investigation is ongoing.